Event description:
It was reported that an asymptomatic patient presented in the operating room for a generator change out procedure. The left ventricular lead exhibited externalized conductors. No electrical anomalies were noted. No intervention was performed; the physician elected to keep the lead in use.